Manufacturer narrative:
A patient developed a hematoma shortly after implant procedure was reported to abbott. As a result, in turn, the patient became paralyzed from the waist down. There is no new news about this patient. Rep is unsure if the patient is fully paralyzed. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient developed an epidural hematoma following their spinal cord stimulator (scs) implant procedure. In turn, the patient became paralyzed from the waist down. As a result, the patient underwent a hematoma removal procedure on (B)(6) 2020 to address the issue. The patient's improvement remains pending.